Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to damage on video connector socket, the image was interrupted. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the reported malfunction documented in b5, the device evaluation found the video connector was defective, the camera heads and scope cable can be removed without pressing the push button. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image is interrupted" occurred due to video connector socket failure. Olympus will continue to monitor field performance for this device.